Event description:
It was reported that the patient's right atrial (ra) lead had no capture at maximum amplitude, low pacing impedance and consistent undersensing of atrial activity. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implanted: (B)(6) 2008. (B)(4).